Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. During the procedure, "the bands were unable to deploy due to malfunction." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position, overlapped, and damaged.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.